Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture and froze on wire occurred. Vascular acces was obtained via contralateral approach from the right common femoral artery (cfa). The target lesion was located in the moderately tortuous and severely calcified left iliac vein. Following implantation of a non-boston scientific stent, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for post-dilation. However, fluoroscopy revealed the balloon was torn and markerband was stretched. There was also blood mixed on the indeflator side. The balloon was inside the introducer sheath and in order to keep the device from falling inside the body, another wire was passed through. A 2mm coyote es was inflated to cover the introducer sheath tip, and the balloon was removed. There was almost no resistance when pulling out the balloon. However, the balloon tip and the wire were stuck. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with a non-boston scientific 0.014 wire stuck inside. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 3.6cm from the tip. There are multiple kinks along the hypotube. Microscopic examination revealed damage to the tip. The guidewire lumen is stretched from the tip to approximately 10.6cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture and froze on wire occurred. Vascular acces was obtained via contralateral approach from the right common femoral artery (cfa). The target lesion was located in the moderately tortuous and severely calcified left iliac vein. Following implantation of a non-boston scientific stent, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for post-dilation. However, fluoroscopy revealed the balloon was torn and markerband was stretched. There was also blood mixed on the indeflator side. The balloon was inside the introducer sheath and in order to keep the devce from falling inside the body, another wire was passed through. A 2mm coyote es was inflated to cover the introducer sheath tip, and the balloon was removed. There was almost no resistance when pulling out the balloon. However, the balloon tip and the wire were stuck. There were no patient complications nor injuries reported.